Manufacturer narrative:
Trackwise # (B)(4). The lot # 25153605 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 05jan2021. Photograph from the account shows that the tension spring and seal remained inside the delivery tube. The seal was partially extended outside the tube with a crack observed at the outer end of the coil. The device was evaluated on 05feb2021. Signs of clinical use and no evidence of blood were observed. There was no blood in or on the delivery tube. Delivery device was returned outside loading device. The tension spring and seal remained inside the delivery tube. The seal was partially extended outside the tube. The white plunger on the delivery device remained not pressed in and the blue slide lock was dis-engaged. The seal was then pulled out from the delivery device for inspection. Microscopic inspection showed the tether remained uncut and attached to the seal and tension spring. There was a crack observed at the outer end of the seal. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.197 inches; the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.500 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "crack; seal" and analyzed failure "fitting problem" were confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). They loaded the seal in a normal way during CABG surgery, check it again through a window, and then separate it. Although the seal has been loaded properly, the customer didn¿t use the device because they found that the seal was cracked. Replaced it with a new one and used it normally. The patient was in good condition and the operation was well completed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm) . They loaded the seal in a normal way during CABG surgery, check it again through a window, and then separate it. Although the seal has been loaded properly, the customer didn¿t use the device because they found that the seal was cracked. Replaced it with a new one and used it normally. The patient was in good condition and the operation was well completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm) . They loaded the seal in a normal way during CABG surgery, check it again through a window, and then separate it. Although the seal has been loaded properly, the customer didn¿t use the device because they found that the seal was cracked. Replaced it with a new one and used it normally. The patient was in good condition and the operation was well completed.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).